Manufacturer narrative:
No device sample was returned for manufacturer analysis. No lot number was provided for the device alleged to be involved in the incident. Due to the lack of available device information no further investigation can be completed at this time and no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It was reported that the patient was diagnosed with corneal ulcer. The incident was reported to the manufacturer through the provider's office. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.